Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized last year for a high blood glucose of 600 mg/dl. He had a bent infusion set cannula at the time of incident. Additionally, the customer had a blood glucose value in the 20 mg/dl range several years ago; his wife treated him with a glucagon shot. The insulin pump was not returned or replaced.